Event description:
A user facility reported to olympus that the distal tip of the evis eus ultrasound bronchofibervideoscope chipped off in the patient's airway during the procedure. The chipped piece was retrieved from the airway and no injury occurred. Additional information has been requested.